Event description:
Philips received a complaint on the heartstart xl+ indicating that the therapy cable connection was poor due to a lose therapy port connection. There was reportedly no patient involvement. The customer worked with a service representative and it was determined that this was a malfunction of the therapy port. The therapy port was realigned / tightened which resolved the issue, and the device was returned to full functionality. The device remains at the customer's site. No further action is warranted at this time.